Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending (lad) coronary artery. A 4.0x19 rx graftmaster covered stent was advanced and deployed at 18 atmospheres, but the perforation did not seal and bleeding continued despite stent implantation. The patient was emergently taken to surgery but expired during the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Case description: malapposition was treated via post-dilatation with an unspecified 3.25x15 balloon. Angiographic images showed again a contained dissection with no extravasation. The patient was hemodynamically stable with activated clotting time over 400. A 2.75x23 xience stent was then deployed in the mid right coronary artery without issue. The procedure was concluded and the patient was transferred in stable hemodynamic and neurological condition to a holding room. The patient was then given 600mg clopidogrel anti-clotting medication for an unspecified reason then was given 50 mcg nitroglycerin for hypertension that occurred toward the end of the procedure. The patient then experienced hypotension and pulseless electrical activity (pea), ventricular fibrillation, ventricular tachycardia, then sinus tachycardia. Chest compressions (cardiopulmonary resuscitation (CPR)) and epinephrine were administered, transiently restoring heart rate pulse and blood pressure; and intubation by anesthesia restored patient neurologically. A bedside echocardiogram confirmed pericardial effusion and tamponade, but was not likely the etiology for the cardiac arrest. Pericardiocentesis was still performed with 250cc blood removed, resulting in improved hemodynamics. Two units of blood were transfused. A few hours later, patient required additional CPR. Significant extravasation was noted in the proximal lad. A 4.0x19 rx graftmaster covered stent was advanced and deployed without issue at 18 atmospheres, but the perforation did not seal and bleeding continued despite graftmaster implantation and despite an attempt to tamponade the bleeding with an unspecified balloon. Reportedly, while it is unknown why the graftmaster did not seal the perforation, the perforation was discovered to be larger than initially anticipated/ visualized angiographically. The patient was emergently transferred for open heart surgery for attempted repair and salvage of the vessel. Upon opening the chest, large amount of blood and hematoma were found; evacuation relieved tamponade. A hematoma was then identified at the lad; upon removal of the lad hematoma, torrential bleeding began. The defect (perforation) was noted to be along the entire proximal lad, spiraling circumferentially. Several sutures were placed, decreasing the bleeding, however, bleeding continued with no other way to treat it. The patient expired on (B)(6) 2016 at 05:15am, due to the perforation. Reportedly, use of the graftmaster did not cause or contribute to a clinically significant delay and, in the opinion of the physician, the graftmaster did not cause or contribute to patient death. No additional information was provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded while the graftmaster stent was not able to stem the extravasation it does not appear to have been used incorrectly. The size selection for the graftmaster, such that it closely matches the deployed xience stent diameter of 3.25 mm, was not done. This mismatch, while not the cause of the extravasation or dissection, does appear to have placed the graftmaster stent in the position to be unable to adequately treat the acute situation. Additionally, it was reported that the rx graftmaster was deployed with a max pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.5x38mm xience referenced is being filed under another medwatch report number.

Event description:
Subsequent to the initial filed medwatch report, additional information was received from the site on 08/30/2016, resulting in the following revised description of event: it was reported that on (B)(6) 2016, pre-procedure, a non-abbott heart pump was put in place to support cardiac output due to multiple comorbidities and multi-vessel coronary artery disease for the patient. As the patient also presented with transient bradycardia, temporary pacemaker wires were also placed as a precaution. With a 6fr non-abbott guide catheter and a fielder fc 300cm guide wire in place, atherectomy was performed in the proximal left anterior descending (lad) coronary artery, using a non-abbott atherectomy device. An attempt was then made to advance a 2.5x38 xience stent to the lesion, but it failed to cross. The xience was withdrawn, additional dilatation was performed, then the same xience was re-inserted but was still unable to cross through the proximal lad; thus, the xience was withdrawn again. Additional atherectomy was performed at a higher speed when angiography suggested dye extravasation, but no perforation. The 2.5x38 xience stent was then successfully re-advanced and deployed at 11 atmospheres for 46 seconds in the proximal to mid lad. Intravascular ultrasound (ivus) performed at the distal edge of the stent showed stent malapposition of the mid to proximal area and showed some extravasation into the adventitia (dissection) but not into the pericardium.